Event description:
The customer reported that the device has some fraying at the distal tip of the instrument along the gray insulation. Nothing fell into the pt. There was no pt injury. Upon return and visual eval, the device was found to have bare jaw wires.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.